Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from fcs, a patient underwent a subclavian/axillary tavr procedure with a 23mm sapien 3 valve in aortic position. Approx. 4 years 6 months post tavr, the patient is being worked up for intervention due to progressive doe and angina over the past year confirmed by tte with severe prosthetic aortic valve stenosis. As per follow-up with the fcs, the patient notes indicate that the native anatomy appears to be a sievers type-1 bicuspid with lcc/rcc fusion. Because of heavy leaflet calcification, and a calcified raphe, there was incomplete expansion at the outflow portion of the frame. This left the top of the frame canted significantly. The leaflets are thickened with thrombus/pannus and calcification. The type of intervention is not specified at this time.

Event description:
As per report from the field clinical specialist, the patient underwent a valve in valve with a 20mm sapien 3 ultra resilia inside the pre-existing 23mm sapien 3 valve on (B)(6) 2024.

Manufacturer narrative:
A supplemental report is being submitted due to receipt of new information indicating that intervention has occurred. Updated a2 date of birth, b4, b5, g3, g6, h2, and h11.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for svd - calcification was confirmed based on medical record provided. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from fcs, 4 years 6 months post tavr, the patient is being worked up for intervention due to progressive doe and angina over the past year confirmed by tte with severe prosthetic aortic valve stenosis. As per follow-up with the fcs, the native anatomy appears to be a sievers type-1 bicuspid with lcc/rcc fusion. Because of heavy leaflet calcification, and a calcified raphe, there was incomplete expansion at the outflow portion of the frame with canting. The leaflets are now thickened with thrombus/pannus and calcification. The type of intervention planned has not been decided upon by the proctors at this time.